Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. There is clear evidence that the balloon had been subjected to positive pressure, with traces of contrast media present inside the balloon. Microscopic examination identified a blade lift at the distal end of the proximal blade segment. No issues were identified with the remaining blades and blade pads were intact. Tip showed no signs of tip damage.

Event description:
Reportable based on device analysis completed on 03sep2025. It was reported that the device was unable to cross the lesion. The 98% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was not able to cross the lesion because the artery was severely calcified and was highly tortuous. Another balloon was used to complete the procedure. There were no patient complications. However, device analysis revealed a blade lift at the distal end of the proximal blade segment.